Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pt. Presented following multiple dislocations of the left hip. Dr. Planned to change the pt's primary x3 insert and biolox head to an mdm construct. Upon further inspection of the acetabular shell's position, he opted to change the position of the shell. This resulted in a wasted mdm metal-liner, but dr. Chose to go with a new trident ii shell, x3 insert and biolox head like what the pt. Originally had. No complaints filed against the implants themselves, no further info available."